Event description:
It was reported that a malfunction code appeared on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer service assisted the caller by providing pump reset information, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.